Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during removal of of lesions, moles or cysts from multiple parts of the body, needles popped off the 3 sutures. There was no patient injury.